Manufacturer narrative:
Despite multiple attempts to obtain additional information, no additional information has been received. The lens remains implanted in the patient; therefore, a product evaluation could not be performed. The device lot number is unknown; therefore, a review of device history record (DHR) could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted post implant in the patient. Reportedly, the lens was repositioned and reinforced with the insertion of a capsular tension ring on (B)(6) 2016. No further information was provided. Additional information has been requested.